Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced bradycardia due to a pacing failure of the lead. The lead exhibited high and undefined impedance, noise and oversensing. It was determined that the lead had fractured. The lead was capped. No further patient complications have been reported as a result of this event.